Event description:
Pt called lfs in 06/2003 alleging the meter would not power on. The pt reported no high or low blood glucose symptoms while attempting to test the blood sugar. The issue was not resolved with troubleshooting. No further info has been reported.